Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the lens was jammed during insertion and could not be inserted.the surgery was performed and completed after replacing the product with another one. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was received in an opened blister tray inside the product carton. Insufficient solution is dried in the device. The lock-out assembly has been removed. The plunger and the lens have been advanced into the mid-nozzle. The trailing haptic is extended straight. The leading haptic is folded onto the optic. The root cause for the reported complaint is most likely related to failure to follow the IFU(instructions for use). Inadequate viscoelastic was observed in the device. The IFU instructs: fill the device until ovd can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.